Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. It was discovered that the left ventricular (lv) lead had become dislodged resulting in a loss of capture. The patient underwent procedure to have the lv lead repositioned into a new device. The patient was in stable condition.